Event description:
It was reported that the subject device presented e223 error message during preparation for use for a therapeutic procedure. It was reported that there were unknown number of e223 occurrences. When the video connector was cleaned, there were no problems and the device could be used for the procedure as is. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no error occurred with the device. Additionally, it was found that the image had a white flaw and the packing was damaged. There were scratches on the video connector and electrical contact. Scratches on the electrical contacts of the video connector indicate that contact failure may occur when the camera control unit is connected. The connection failure at the video connector-electrical contact may have prevented normal communication, possibly resulting in error e223, which indicates a communication failure. However, a definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): the otv-s400 operation manual, how to identify and handle an abnormality contains the following description. Error message: endoscope error code: e223. Error message: endoscope communication failure. Cause: failed to communicate with the camera head. Solution: immediately turn off the product and reconnect the camera head. After a while, turn the power back on. If the same error occurs after turning the power on again, immediately turn off the product, unplug the power plug of the product from the medical outlet, disconnect the power cord from the power inlet of the product, and contact olympus. Olympus will continue to monitor the field performance of this device.